Manufacturer narrative:
Evaluation summary: product event summary #post market vigilance (pmv) led an evaluation of six devices. All 6 reloads were received sealed in the appropriate blister packages. There were no visual or functional abnormalities observed for the reloads during product analysis. A review of the device history record indicates the products were released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the hemicolectomy procedure three reloads were used successfully, however one staple line was incomplete. The device was able to cut but there was no staple line. To complete the procedure, a new reload was used. There was no harm caused to the patient. The reload was discarded but the loading unit is expected to be returned for evaluation.